Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 598 mg/dl at the time of incident. The customer¿s current blood glucose value was 343 mg/dl. The customer did experienced symptoms such as uremia and thirsty due to high blood glucose. The customer treated high blood glucose with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does allege pump was under delivering because insulin was not delivered as it supposed to be delivered. The drive support cap was appeared normal. The insulin pump had cosmetic damage. The bottom of the pump was damaged where the dome sticker located. During troubleshoot it was observed that the battery cap was damaged. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Device received with missing end cap sticker and broken battery cap noted. Device passed the delivery accuracy test.